Manufacturer narrative:
The device has not been returned to zoll medical corporation for evaluation. Instead, the device logs were provided. The customer's report was observed during review of the device data logs. However, without receipt of the device root cause analysis could not be confirmed. Analysis for the reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.